Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: there was visible moisture in the display screen. The pump failed a leak test due to a leak that was found in the display screen. When the pump was opened for investigation, corrosion was found on the vibrator motor and force sensor plate.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.